Event description:
The customer reported that the insulin pump failed the battery test and had a blank display. Troubleshooting was performed. The customer stated that there was corrosion on the battery cap and at the edge of the battery compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of corrosion inside of the battery compartment. Further testing was not performed due to the blank display.